Event description:
It was reported the haptic on the intraocular lens broke during insertion into the patient's eye. The incision was enlarged to remove the lens. No patient injury reported.

Manufacturer narrative:
Inspection of the returned lens shows an optic cut in half and 2 distorted haptics. Prior to release the lens met all manufacturing specifications. The condition of the returned lens suggests the damage occurred during handling and is not related to the manufacturing process. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.